Manufacturer narrative:
Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the pmi group is requesting a titanium lcck femur for a revision on an unknown date due to unknown reasons. No further information has been provided.

Event description:
It was further reported the patient underwent a revision procedure on an unknown date due to a nickel allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has also been reported that the patient will be revised due to an allergic reaction to nickel.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report.